Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during surgery an 11mm reamer was attached to the quick coupling to ream over the guide wire, the reamer got stuck and it could not go through the proximal femoral nail antirotation (pfna). The surgeon tried to pull back the reamer and the 11mm reamer broke inside of the attachment. Another pfna set with an 11mm reamer was used to complete the surgery. The report did not indicate any delay or patient harm due to this event. This report is for the nail this is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the nail, part and lot number unknown. Additional common device name: hwc. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6).